Manufacturer narrative:
= Upon further investigation, it was determined that MFR# 1045834 -2015 -11756 is a duplicate of MFR# 1045834-2015-11283 . Reference 1045834-2015-11283 for all further reporting regarding this event. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The lot number was unknown. Therefore, device manufacture date is unknown. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
During the post-market surveillance data review, a user facility maude report was identified. It was reported that during bone flap removal of a craniotomy surgery, it was observed that the tip of the cutting burr device broke off onto the field while in use with the motor device. According to the report, the operative site drapes were searched for the missing tip, and the tip was not located. The reporter stated that towards the end of the surgical procedure, an x-ray was taken and read by a radiologist. It was determined that no tip seen in the head of the patient. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. It was not reported if there were any prolonged hospitalization. The patient's outcome post-surgery was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.